Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during the investigation of (B)(4). The cause was identified to be damaged occlusion detector buttons. To correct this condition, the occlusion detector buttons were replaced. If any additional information is received, a follow-up will be sent.

Event description:
During a review of the pump's event history by baxter personnel, a flo-gard infusion pump was found to contain two damaged occlusion detector buttons. This condition may have potentially interrupted delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This was not reported by the customer no additional information is available.